Event description:
Customer reported the hemoglobin and hematocrit (h&h) check failed for four patient samples when using the coulter lh 500 hematology analyzer. The h&h ratio did not match in the manual mode of the analyzer when the results were compared to results generated using a coulter act diff analyzer. The patient samples were run on both instruments on the same day. All the samples with questionable h&h check recovery were rerun for confirmation on the coulter act diff analyzer; results from the coulter act diff analyzer were considered correct. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer evaluated the instrument and replaced the blood sampling valve (bsv) module along with the rbc (red blood cell) and wbc (white blood cell) dispensers, resolving the reported problem.